Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: h6- medical device ¿ problem code. The getinge field service engineer encountered the reported issue of patient interface module tests failed during preventative maintenance. The fse ran test multiple times and results were the same. The pneumatic module assembly was replaced and the fse performed a complete calibration, safety, and functionality checks. All checks passed. The failure analysis and testing department received the pim. This part was received with a reported unit failure message of failed all manifold tests. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed pim into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The fat dept. Verified the failure message of failed all manifold tests with result of leak diff. Prs. -242mmhg, fill valve diff. Prs. 13mmhg and vacuum leak diff. Prs 33mmhg. Pim failed testing. Retained pim in the fat dept. Per procedure. The most probably root cause for the reported per the dfmea is component reliability or fatigue.

Event description:
It was reported by getinge fse that during pm the cardiosave intra-aortic balloon pump (iabp) was failing patient interface module tests. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(initial reporter): (B)(6).

Manufacturer narrative:
Updated fields: g6, h2. Corrected fields: e1, g2.